Event description:
The patient was found unresponsive and paramedics were called. The patient was asystolic and external pacing was utilized. In the emergency room, loss of ventricular capture was seen due to an increase in capture thresholds to 2.5 v, 1.0 ms. The output was adjusted at that time. Five days later when the patient was seen again, loss of capture was observed resulting in asystole. Lead impedance was 1799 ohms. X-ray revealed a probable clavicular crush.

Manufacturer narrative:
No medwatch form was received.